Event description:
During a sigmoidectomy procedure, the clip did not come out at the 1st firing. Could fire normally at 2nd firing. After several firings, could not open jaw. There were no adverse consequences to the patient.